Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and validated that the pump was under warranty. The caller was instructed to put the pump into storage mode before returning it and will continue using the current pump until the replacement arrives.